Event description:
On (B)(6) 2022, the user came to the clinic for a follow-up appointment and channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022, the user came to the clinic for a follow-up appointment and channels with abnormal impedances were found.

Event description:
On (B)(6) 2022, the user came to the clinic for a follow-up appointment and channels with abnormal impedances were found. No further information has been made available.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received despite requested.